Event description:
Report received of a tubing separation during pt use. The pt was receiving an unspecified dose of vancomycin through the pt's central line. At an unspeciifed time, the nurse noted that the tubing separated from the option-lok. The tubing set was replaced and the infusion was resumed. There were reported adverse pt effects. No medical interventions were required. Through requested, no additional information was provided.